Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the caller requested a review of this implantable cardioverter defibrillator (ICD). Technical services (ts) reviewed the presenting electrogram (egm) and determined this ICD exhibited either a fast retrograde conducted event, or atrial channel oversensing of ventricular signals falling into post-ventricular atrial refractory period (pvarp). An inappropriate mode switch occurred due to this signal falling into pvarp instead of blanking. It was noted the mode switch had no effect on the patient's heart rate or synchrony. Technical services (ts) recommended reprogramming options. Ts noted to be careful with reprogramming due to the patient's atrial tachycardia and slow flutter. This ICD remains in service. No adverse patient effects were reported.